Event description:
It was reported to boston scientific corporation on (B)(6) 2012, that an active cord was used during a colonoscopy procedure. According to the complainant, during preparation, the connector that connects to the snare broke off. The active cord was disposed and the procedure was completed with another active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
It was reported the patient is over 18 years. The complainant was unable to provide the lot number. Therefore, the manufacture date is unknown. (B)(4) for the reported event of active cord connector broken. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.